Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi fielder 18 guide wire was involved with the reported eus hgs, the cause of the reported adverse events or how which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that patient anatomy and operators' technique were most likely associated with such adverse events as bile peritonitis and hemorrhage that had reportedly occurred during this study. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [precautions] ~ if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy and take any necessary remedial action. ~ operate this guide wire or the interventional device slowly and carefully while monitoring the movement and position of this guide wire within the endoscope's field of view or under fluoroscopy. [Malfunction and adverse effects] ~ peritonitis ~ bleeding

Event description:
It was reported through literature that asahi fielder 18 guide wire might have caused or contributed to bile peritonitis and hemorrhage. Publication: digestive diseases and sciences (2022) 67:5676-5684 title: feasibility and efficacy of endoscopic ultrasound[?]guided hepaticogastrostomy without dilation: a propensity score matching analysis excerpt: [methods] * patients and study design in this two center retrospective observational cohort study, we enrolled patients who underwent eus bd between july 2015 and march 2021 at kyushu university hospital and kyushu medical center. We excluded participants who underwent the following: eus guided gallbladder drainage (eus gbd), eus guided choledochoduodenostomy, eus guided rendezvous technique, eus guided hepaticojejunostomy, eus guided hepaticoduodenostomy and technical failure [fig. 1]. All patient's data were extracted from the medical information system. All patients were followed up until their death or the end of the study; the final followup date was september 1, 2021. Endoscopic procedures eus hgs was performed by expert endoscopists at each center who were experienced in interventional eus using gf uct260 (olympus, tokyo, japan). Eus hgs procedures in our hospitals mainly consist of the following steps: (1) intrahepatic biliary tract puncture using a fine needle (19g or 22g), (2) bile juice aspiration, cholangiography, and guidewire (19g fine needle: 0.025 inch visiglide2, olympus; 22g fine needle: 0.018 inch novagold, boston scientific, ma, USA or fielder, olympus, tokyo, japan) insertion, (3) guidewire manipulation into the hilar biliary tract, (4) single or double lumen catheter (ercp catheter, mtw endoscopy, dusseldorf, germany or uneven double lumen cannula, piolax, kanagawa, japan) insertion, (5) placement of single or double guidewire, (6) placement of a plastic stent (7 fr in diameter with 3.6 fr top tip, 14 cm in length, type it, gadelius medical, tokyo, japan) or metallic stent (8-10 mm in diameter with 8.5 fr introducer and 1.5 mm top tip, 10-12 cm in length, partially covered, niti s metallic stent, taewoong medical, seoul, south korea). If inserting the guidewire into the hilar biliary tract was difficult, the rescue method, such as liver impaction and uneven method, was performed [13, 14]. Outcome measures and definitions the primary outcome was the clinical success rate associated with eus hgs. The secondary outcomes were aes, procedure time, and factors associated with dilation. According to the tokyo criteria, clinical success was defined as a 50% decrease in or normalization of the bilirubin level within 14 days of eus hgs procedures [15]. The procedure time was measured from scope insertion to removal. Aes were defined according to the american society for gastrointestinal endoscopy lexicon. The severity of aes was mild, moderate, severe, and fatal [16]. Among aes, we focused only on categories related to the hgs route. We did not evaluate pancreatitis and cholecystitis because these categories are associated with antegrade procedures. Bile peritonitis was defined as fever, new abdominal pain, and inflammation on blood examination emerging within one day of eus hgs [17]. The dilation associated factors were included in the analysis as follows: procedure type (eushgs or eus hgs + ag), stent type, cholangitis, distance of hepatic parenchyma, needle size, puncture site, biliary tract diameter, and puncture angle. The angle between the needle and the intrahepatic biliary tract at the puncture site was the puncture angle [fig. 3]. [Results] clinical outcomes the treatment outcomes of the two groups are presented in table 2. The clinical success rate was not significantly different between the two groups before or after matching (88.5% vs. 97.2%, p = 0.134; 90% vs. 95%, p = 0.545, respectively). The median procedure time in the dilation (-) group was significantly shorter than that in the dilation (+) group before and after propensity score matching (median: 44 vs. 72 min, p = 0.001; 50 vs. 65 min, p = 0.017). Aes were significantly more frequent in the dilation (+) group than in the dilation group (-) before and after propensity score matching (37% vs. 10%, p = 0.007; 33% vs. 5%, p = 0.013). Bile peritonitis occurred significantly in the dilation (+) group (before matching: p = 0014, after matching: p = 0.036). One patient with bile peritonitis after the procedure required emergent operation in the dilation (+) group. In the dilation (-) group, there was no bile peritonitis, and almost all aes were temporary abdominal pain or fever. Only one patient experienced hemorrhage before matching and was treated conservatively. Two patients had severe aes and bile peritonitis occurred in both patients. No procedure related mortality was observed in the study population. [Discussion] among the aes associated with eus hgs, bile peritonitis is sometimes fatal. In this study, one patient with bile peritonitis after the procedure underwent surgical treatment in the dilation (+) group. In the dilation (-) group, there was no bile leakage on CT at 1 day after eus hgs. Theoretically, large bore, self-expandable, covered metal stents prevent bile leakage. However, this study showed that all patients with bile peritonitis after propensity score matching (n = 3) underwent metallic stent insertion. Therefore, omitting the dilation process may have several advantages. From the aspect of post procedure related aes, non-dilation appears more ideal. We assume that an obstacle to the omission of the dilation step is that it might lead to insufficient fistula formation. However, all 37 patients had good drainage with low and mild aes. The time to recurrent biliary obstruction was not significantly different between the groups before or after matching (median, range: 91 (7-410) days vs. 65 (7-327) days, p = 0.855; 70 (7-294) days vs. 72 (17-327) days, p = 0.566). The number of re intervention cases was also not significantly different between the groups before or after matching (five cases vs. Three cases, p = 0.502; one case vs. Zero case, p = 0.234). No stent migration was observed in either group. Table 2 treatment outcomes between the two groups before and after propensity score matching <before matching> dilation (+) n = 35, dilation (-) n = 37 clinical success (yes/no) dilation (+) 31/4, dilation (-) 36/1, p value 0.134 adverse events associated with hgs route [n, %] dilation (+) 13 (37%), dilation (-) 4 (10%), p value 0.007 bile peritonitis dilation (+) 4, dilation (-) 0, p value 0.014 hemorrhage dilation (+) 1, dilation (-) 1, p value 0.968 only fever dilation (+) 2, dilation (-) 1, p value 0.519 only abdominal pain dilation (+) 6, dilation (-) 2, p value 0.106 severity of adverse events [n] mild dilation (+) 11, dilation (-) 4, p value 0.029 moderate dilation (+) 0, dilation (-) 0, p value n. S ([?]) Severe dilation (+) 2, dilation (-) 0, p value 0.086 procedure time (min) [median, range] dilation (+) 72 (29-133), dilation (-) 44 (24-153), p value 0.001 <after matching> dilation (+) n = 21, dilation (-) n= 21 clinical success (yes/no) dilation (+) 19/2, dilation (-) 20/1, p value 0.545 adverse events associated with hgs route [n, %] dilation (+) 7 (33%), dilation (-) 1 (5%), p value 0.013 bile peritonitis dilation (+) 3, dilation (-) 0, p value 0.036 hemorrhage dilation (+) 0, dilation (-) 0, p value n. S ([?]) Only fever dilation (+) 2, dilation (-) 0, p value 0.090 only abdominal pain dilation (+) 2, dilation (-) 1, p value 0.545 severity of adverse events [n] mild dilation (+) 6, dilation (-) 1, p value 0.030 moderate dilation (+) 0, dilation (-) 0, p value n. S ([?]) Severe dilation (+) 1, dilation (-) 0, p value 0.234 procedure time (min) [median, range] dilation (+) 65 (29-114), dilation (-) 50 (24-106), p value 0.017